Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two samples tested for the elecsys troponin t stat assay (tntstat) on a cobas e 411 immunoassay analyzer (e411). The first sample initially resulted as <0.01 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting as 0.08 ng/ml. The repeat result was believed to be correct. The second sample initially resulted as <0.01 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting as 0.07 ng/ml. The repeat result was believed to be correct. The patients were not adversely affected. The tntstat reagent lot number was 15349101, with an expiration date of 06/30/2017. The field service engineer determined that there was a crack in a joint on the analyzer. He replaced the joint, a tubing block, and several tubings. He ran performance testing. The customer ran quality controls and verified the results.